Event description:
Allegedly there was breakage of the ceramic head.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in our package insert. Attempts are being made to have the product returned for eval. This event occurred in (B) (6).